Manufacturer narrative:
H4: the lot was manufactured between april 11, 2024 - april 15, 2024. The device was received for evaluation with 14ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during infusion. The expected therapy time was unknown. The unspecified drug solution remained in the bladder after 55.5 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.